Event description:
It was reported that there was no urine during catheterization. The patient hydration, bladder checked, wait a few minutes to see if urine was produced still no urine after 30 minutes the catheter was blocked by silicone at the urine outlet. Per follow up information received on 22oct2025, stated that no damage to patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number:(B)(6). The initial reporter's fax number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no urine during catheterization. The patient hydration, bladder checked, wait a few minutes to see if urine was produced still no urine after 30 minutes the catheter was blocked by silicone at the urine outlet. Per follow up information received on 22oct2025, stated that no damage to patient.

Event description:
It was reported that there was no urine during catheterization. The patient hydration, bladder checked, wait a few minutes to see if urine was produced still no urine after 30 minutes the catheter was blocked by silicone at the urine outlet. Per follow up information received on 22oct2025, stated that no damage to patient.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.